Event description:
It was reported that the patient presented in the emergency room with multiple inappropriate shocks. Oversensing due to noise was noted on the stored egms. The noise was not reproduced with isometrics and arm movements. The device was explanted and replaced. The patient was doing fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported noise and inappropriate therapy delivery was confirmed in the laboratory via review of the device image. Inappropriate therapy was delivered due to noise. The device was tested on the bench and no anomaly was found. The cause of noise could not be determined.